Manufacturer narrative:
Block h6: device code (B)(4) is being used to capture the reportable event of anchor bent.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was intended to be used to treat obesity during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2026. During preparation, there was difficulty loading the needle into the needle holder/needle shaft. Multiple attempts to load the needle were unsuccessful. Visual inspection revealed an apparent deformed area at the proximal section of the needle where it interfaces with the needle shaft. The procedure was completed with another overstitch 2-0 suture of the same model. The patient fully recovered following the procedure, and there were no patient complications reported as a result of this event.